Manufacturer narrative:
Device analysis the returned device consisted of a sentinel cerebral protection system (cps). Visual analysis of the returned device revealed the proximal was sheathed, the articulating distal sheath (ads) was relaxed, and the distal filter was sheathed. The sentinel cps was successfully flushed through the front handle flush port, the rear handle flush port, and the distal filter slider flush port without any difficulties. During functional testing, the distal filter was able to be sheathed using the distal filter slider and the proximal filter was successfully unsheathed using the proximal filter slider. The ads was successfully articulated during functional testing. Product analysis could not identify any functional issues or damage to the sentinel cps.

Event description:
It was reported that thromboembolism occurred. A sentinel cerebral protection system (cps) was used during a transcatheter aortic valve replacement (tavr) procedure. During withdrawal of the sentinel cps, the patient developed a vascular thromboembolism. The tavr procedure was aborted and the patient underwent a peripheral thrombectomy. It was further reported the thrombus originated from a lower limb prior to embolization. The tavr procedure was aborted due to the presences of the thrombus and the inability to advance a device during the procedure. The embolized thrombus was captured by the sentinel cps and removed from the patient. The patient recovered and was discharged.

Event description:
It was reported that thromboembolism occurred. A sentinel cerebral protection system (cps) was used during a transcatheter aortic valve replacement (tavr) procedure. During withdrawal of the sentinel cps, the patient developed a vascular thromboembolism. The tavr procedure was aborted and the patient underwent a peripheral thrombectomy.

Manufacturer narrative:
B5 describe event or problem updated h6 evaluation conclusion codes updated.

Event description:
It was reported that thromboembolism occurred. A sentinel cerebral protection system (cps) was used during a transcatheter aortic valve replacement (tavr) procedure. During withdrawal of the sentinel cps, the patient developed a vascular thromboembolism. The tavr procedure was aborted and the patient underwent a peripheral thrombectomy. It was further reported the thrombus originated from a lower limb prior to embolization. The tavr procedure was aborted due to the presences of the thrombus and the inability to advance a device during the procedure. The embolized thrombus was captured by the sentinel cps and removed from the patient. The patient recovered and was discharged.